Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on motorola moto g power (android 15) with mmt1884 780g pump (software version 6.60u) was conducted and confirmed the issue was reproduced. Pairing failed and the mmm app crashed. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed. Our investigation found that the issue occurs because the app encounters an internal error (nullpointerexception) when trying to read information from the bluetooth connection ( ble gatt dis service) which is causing the issue. (Specifically, a ble service related to device information). After services discovery it seems the app is trying to request a service from the pump but it is coming up as null. The communication with the pump is impossible on this phone. This issue is being tracked under esf:(B)(4). Advise customer to use the different mobile other than motorola while we work on a fix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.